Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient in the united kingdom contacted lifescan alleging the one touch ultra 2 meter read inaccurately high and imprecisely. The medical surveillance specialist sent follow up questions to the technical service rep (tsr) to ask the pt but the tsr did not get a hold of the pt. The pt said the meter had been reading inaccurately high for almost a week before contacting lifescan. She said that on the morning of (B) (6) she took a test and the result was 5 mmol/l. She said she took a reading at lunch and the result was 20 mmol/l then went for a walk in the afternoon and afterward obtained a result of 25 mmol/l. She mentioned she started feeling unwell sometime that afternoon and was nearly unconscious. The pt alleged it took her hours to get out of her altered state and that the symptoms were indicative of hypoglycemia for her. She also reported that she called an ambulance, that her knees were jerking and she did not known who she was. It is unk what treatment (if any) the ambulance staff gave the pt. She said she had become very cold and did not have any awareness that she needed to eat. The pt mentioned she adjusts her medication based on meter readings and at some point (timing unk) she took 7 units of humalog insulin. It was determined during the troubleshooting telephone call the unit of measure was set correctly at the time of testing. Although details of the pt's management of diabetes is unk this complaint is being reported because the pt alleged the meter read inaccurately high and subsequently suffered symptoms indicative of hypoglycemia for her requiring medical attention.